Event description:
A customer reported an event of a chemical odor emitting from the sterrad 200. The hcw reported a reaction of eye irritation (red eyes). One hcw did not receive any medical attention/treatment and is now fine. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012. (B)(4). This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00140 and 2084725-2012-00141.

Manufacturer narrative:
Correction: sex is unknown. Additional manufacturer narrative / corrected data: additional part replaced during service: oil mist filter and vacuum pump oil. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (06/03/2012 to 11/30/2012) revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code odor/smells was completed from march 2012 through february 2013 and revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code eye reaction was completed from march 2012 through february 2013 and breached in any month that contained one or more complaints involving eye reaction. All eye reaction complaints were attributed to an odor/smell issue which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is (B)(4) which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed. Unit meets specifications and returned to service on (B)(4) 2012.